Event description:
It was reported that a patient underwent a revision procedure due to infection, metallosis, and a delaminated humeral component. Attempts have been made and no additional information is available at the time of this complaint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A4: estimated weight: 55-65 kg. D10: ulnar component plasma sprayed size 4 cat# 00840001407 lot# 63965690. Unk articulation kit cat#ni lot#ni. Unk humeral screw kit cat#ni lot#ni. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03223. 0001822565 - 2023 - 03224. 0001822565 - 2023 - 03225.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04) ¿ stem. Visual examination of the returned product identified the following devices were returned for evaluation: zimmer nexel total elbow humeral (lot: 63710174). The humeral component was returned with a portion of the plasma spray missing. The portion of the plasma spray that remains contains bio debris. Damage is seen throughout the entire device. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined for the coating delaminates of the humeral stem. During the investigation process a review of the sterile certifications were reviewed for the humeral stem and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The reported event is confirmed for coating delaminates on the humeral stem via product return. The infection remains unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. It is currently unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an elbow revision procedure due to the porous coating being delaminated from the stem component. Attempts have been made and additional information on the reported event is unavailable at this time.